Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell apart when brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via social media on 21-oct-2016 that an oral-b power oral care refill precision clean fell apart while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown no symptoms developed.

Manufacturer narrative:
17-nov-2016 product investigation results: reporter returned 1 brush head on 07-nov-2016. Brush head confirmed to be counterfeit.

Event description:
Brush head fell apart when brushing teeth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via social media on 21-oct-2016 that an oral-b power oral care refill precision clean fell apart while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.